Event description:
When performing balloon dilation on patient, balloon popped; checked balloon and it appeared to be intact. Flexible bronchoscopy was performed to identify pieces. No pieces noted. Balloon taken off field. No patient harm.device #1is this a laboratory device or laboratory test?no.